Event description:
Per the clinic, the patient underwent device repositioning surgery on (B)(6) 2024 due to implant migration. It was also reported that, the patient was treated antibiotics (specific type, date and duration not reported) for swelling and draining at implant site. There are plans to reimplant the patient with a new device; however, this has not occurred as of the date of this report.

Event description:
Per the clinic, the patient developed an infection at the implant site, exposing the receiver/stimulator. The patient underwent a revision surgery for debridement and irrigation of the implant site on (B)(6) 2024, and was prescribed topical antibiotics (duration not reported) however, the issue did not resolve. The device was explanted on (B)(6) 2024, and there are no plans to re-implant the patient with another cochlear device as of the date of this report.